Event description:
Meter name: one touch basic enhanced. Strip name: one touch basic test strips. Meter code: unknown. Strip code: unknown. Strip storage: stored correctly. Symptoms: numb hands and feet, double-vision. The pt reported that they "changed meds due to high reading. Alleges harm." The meter allegedly was inaccurately high on blood readings and control reading. There were results of 450mg/dl, 186mg/dl, and 285 or 295mg/dl (uncertain) documented. The source of these results is unknown. A control solution result of 186mg/dl was also documented. There was no comparison between pt's meter and any other device. There was no treatment. The pt increased their medication based on results. No further info has been reported.